Manufacturer narrative:
The device was returned and the evaluation found that the nozzle had foreign objects due to insufficient cleaning. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the gastrointestinal videoscope had a clogged nozzle. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The reportable malfunction was confirmed. The legal manufacture was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, olympus confirmed foreign material remained in the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The foreign material residue point was confirmed to be free from deformation. The event can be prevented by following the instructions for use which state: instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.